Manufacturer narrative:
Review of result files shows well scores of 0 for all cells of crrid, lot id119 resulting in negative reactions. Well images appear negative. Confirmed the reactivity of the d antigen on retention crrid, lot id119, with anti-d. This was the same lot of crrid used by the customer. The customer did not return product or sample for further serological testing.

Event description:
Customer reported unexpected negative reactions with capture-r ready ID (crrid) when testing patient samples on the echo. The sample contained an anti-d. No transfusion or adverse reactions occurred as a result of the unexpected negative reactions.